Manufacturer narrative:
Evaluation summary: lead distal conductor fractured - proximal segment.

Event description:
Info from hospital indicated pt "passed out and suffered seizure," in hospital. Monitor revealed pm beat without atrial or ventricular a or v rhythm. No pulse, no blood pressure, no heartbeat. Congestive heart failure. Considered sudden cardiac death, not device related.